Event description:
It was reported that during dilatation, the balloon burst at unknown atms. The physician attempted to withdraw only the balloon, but had to remove the entire system. It was noted that one marker and a piece of the balloon was missing and remained in the patient. The patient had occlusion on both sides of the popliteal, and no intervention was performed. The patient was reported as doing well. No additional information available.

Manufacturer narrative:
The returned device had signs that excessive tensile force was applied. Due to the condition of the device, a root cause for the complaint description cannot be determined. The manufacturing records for this lot have been reviewed and no issues or discrepancies were found to be associated with this event.